Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported during a da vinci-assisted right hemicolectomy procedure, the fenestrated bipolar forceps instrument was observed to have a damaged black cable. The customer completed the procedure using a back-up instrument with no reported patient injury.